Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog. Every 72 hours if using novolog. This can cause very high or a very low blood glucose". H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose level displayed as "high". Although specific value was not provided. Customer also reported, an occlusion alarm. Reportedly, the customer had used the cartridge beyond labeling timelines. Tandem technical support educated the customer on insulin timelines. Customer performed a supply change to address the reported issues. Recommendation was made to consult with a healthcare provider regarding diabetes management.